Event description:
It was reported via repair work order that the bed exit was not alarming at the bed due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.